Manufacturer narrative:
Submit date: 11/10/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer reports: unit over/under delivers. Additional information has been requested with no response. There was no report of patient harm or medical intervention required as a result.

Manufacturer narrative:
Submit date: 03/14/2017. An evaluation of the kangaroo epump was performed for the reported condition of over/under delivery. The unit was triaged and the reported issue could not be confirmed at this time. A review of the device history record shows that this unit was manufactured in 2015 and was released meeting all manufacturing specifications.